Event description:
The customer reported to olympus, endoscopic image from visera xenon light source was darker than usual and the target could not be recognized. The issue was found during preparation for use in diagnostic gynecologic endoscopy (hysteroscopy). Inspection and testing of the returned device found faulty converter and xenon lamp deteriorated resulting in insufficient brightness. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the socket on the main board which was connecting to the wire of the front panel was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty converter could not be identified. Olympus will continue to monitor field performance for this device.